Manufacturer narrative:
This report will be amended when our investigation I complete.

Event description:
It is reported that the locking ring came out of the shell. The ring was deformed, surgeon used a different ring to finish the surgery.